Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female who underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline prostheses experienced spontaneous right sided deflation and symptoms of left sided capsular contracture post procedure. The left side was described as feeling hard and not normal in an unspecified manner. Bilateral sagging of the breasts was also stated as a pre-operative diagnosis for replacement surgery. Bilateral replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2019. This report relates to the right prosthesis. See 1645337-2019-23070 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/3/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation of the asymmetry and deflation. During evaluation of the sample a crease was found on the anterior view. Within the crease, a tear measuring less than 0.1 cm was observed. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).